Manufacturer narrative:
Concomitant medical products: a chikai (asahi intecc), an okay ii (goodman), and a dcs syringe ii (lot unknown) were used for this procedure. The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of a left internal carotid artery aneurysm, it was reported that, when the prowler select plus (606-s255fx/17173764) was opened and being flushed, the physician noticed that the surface of the prowler was uneven. When inspecting the microcatheter, the physician identified that the coating was peeled off at several areas from the middle to the distal tip. The damage was not only clearly felt by hand, but also visually identifiable. There was no evidence of coating found in the packaging or on the table when the device was being prepped. It was reported that the physician felt the unevenness, but did not actually see the device peeling. The device was replaced with another prowler. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. There was no evidence of packaging defect, and the device had not been exposed to extreme temperatures or chemicals. The complaint product will be returned for analysis. No further information is available.

Manufacturer narrative:
Product analysis was completed on 9/8/2015. Complaint conclusion: during coil embolization of a left internal carotid artery aneurysm, it was reported that, when the prowler select plus (606-s255fx/17173764) was opened and being flushed, the physician noticed that the surface of the prowler was uneven. When inspecting the microcatheter, the physician identified that the coating was peeled off at several areas from the middle to the distal tip. The damage was not only clearly felt by hand, but also visually identifiable. There was no evidence of coating found in the packaging or on the table when the device was being prepped. It was reported that the physician felt the unevenness, but did not actually see the device peeling. The device was replaced with another prowler. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. There was no evidence of packaging defect, and the device had not been exposed to extreme temperatures or chemicals. The complaint product will be returned for analysis. No further information is available. A non-sterile prowler sel plus 150/5cm 45tip was received coiled inside of a plastic bag. The device was inspected and it was found compressed, as well as residues of apparently dry saline solution were observed along of the received device. The microcatheter was inspected under microscope and it was found compressed on the distal section, as well as residues of dry saline solution can be observed along of the received device. Additionally an eds test was perfumed, and the results showed that the sample analyzed presented elemental distribution of carbon, oxygen, sodium, and chlorine. The presence of chlorine and sodium suggests dry residues of saline solution may have generated the foreign matter found on the catheter. Review of lot 17173764 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event the coating peeling off was not confirmed since the coating was present on the received microcatheter and no separation of the coating was found. However; it appears that the reported condition of the uneven surface of the received prowler microcatheter was due to the residues of dry saline solution found on the device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these types of failures from leaving the manufacturing facility. Therefore no corrective action will be taken at this time.